Event description:
Customer reported the panorama central station produced various false alarms, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Documentation from the event is currently under review.